Manufacturer narrative:
Additional information was received that after the pre-balloon aortic valvuloplasty (bav) was performed, and electrocardiogram (ECG) identified st elevation was observed and a coronary angiogram (cag) was performed, no issue identified. An echocardiogram showed a large amount of pericardial fluid, which was considered to be annulus rupture or myocardial rupture. A pericardial puncture was performed and a pericardial drainage was performed. Percutaneous cardiopulmonary support (pcps) was inserted to temporarily stabilize the circulation. An ¿aog¿ and left ventricle angiography confirmed a rupture of the apex of the left ventricle. Thoracotomy hemostasis was performed. Only the skin was closed with the pcps inserted, and the patient returned to the intensive care unit (ICU). Thoracotomy hemostasis was performed again the following day, the chest was closed and the pcps was removed. No additional adverse patient effects were reported. Updated data: b5, e1, h6 patient annex e codes, annex f code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code conclusion. Conclusion: the device was not received for analysis and procedural images were not submitted for review; therefore, a conclusive determination of the exact cause for the reported perforation and resulting effusion could not be determined. Per the physician, the patient¿s left ventricle tissue was friable during the surgery; if too much pressure was applied to the guidewire, or if the guidewire was moved forward unintentionally, a perforation would have resulted due to the patient¿s frail tissue. Review of the lot history record from the supplier manufacturer of the guidewire found it had been built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The pre-formed shape of the guidewire¿s flexible distal tip is designed to provide stability for a transcatheter aortic valve delivery system to track over to mitigate the risk of left ventricle (lv) injury. The guidewire instructions for use (IFU) cautions that the guidewire position should be monitored for proper placement of the curve and distal tip, and when crossing the aortic arch. The valve IFU instructs it is critical that the guidewire is controlled to prevent it from moving forward, to prevent the distal tip of the guidewire from forward movement and vascular trauma to the lv. As stated in the IFU and reinforced in manufacturer procedural training materials, the guidewire should not be pre-shaped. The IFU and product training materials also provide the following: (1) that during initial placement, the guidewire should always be exchanged through a pigtail in right anterior oblique view, with control of the guidewire maintained at all times; (2) that the guidewire transition point should be positioned above the apex of the heart, with the wire tip pointed away from the ventricle wall while maintaining strict fluoroscopic surveillance of the guidewire at all times, and (3) to remove the pigtail catheter while maintaining precise guidewire position in the lv. Cardiac perforation is a known potential patient adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which clarified that an aortography (aog) was used in diagnosis. In addition, the guidewire had not been manipulated prior to use and there was no resistance felt with the guidewire during use. The patient¿s tissue was reportable as friable and there no other conditions that contributed to the event. The patient¿s outcome was reported as good condition. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: patient code annex e - e2013 no longer applies to this event as the ventricular perforation, e0604, had been previously captured to address the reported ventricular injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the guidewire was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, during a pre-dilation balloon aortic valvuloplasty (bav), this guidewire caused a left ventricular perforation. A thoracotomy and repair were performed and a valve was implanted. It was noted that hospitalization was extended. No additional adverse patient effects were reported.